Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen was completely blank and not turning on. Customer¿s blood glucose was 255mg/dl. Customer stated that display did not return after pump restart. Customer stated that inserting the battery cap incorrectly lead to blank display but customer fixed it. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.